Event description:
A report from the field indicated that during a surgical hydrocephalus valve revision, the connection between the cap burr hole and the valve was found broken. Patient was reported to have been operated in 2002 and to have died 13 days later. This death was not reported as related to the device failure, however, no additional information could be obtained.